Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pacemaker was found to have loss of output at a routine follow up. The patient had a holter monitor placed and it was determined the patient had a low risk bradycardia and the device will not be replaced. The device remains implanted. No patient complications have been reported as a result of this event.